Event description:
Boston scientific crm received information that this clinic nurse contacted technical services in (B)(6) 2008 to report that the current monitoring voltage of this device was 2.61 volts associated with a charge time of 8.4 seconds. The clinic nurse reported that the monitoring voltage on (B)(6), 2008 was 2.66 volts. Technical services discussed the shortened replacement window advisory and informed the clinic rn that this device did not reach 2.65 volts at 32 months (2.66 volts at 33 months). Technical services performed a longevity calculation and concluded that this device may be depleting faster than expected. Technical services discussed continuance of a 3-month follow-up schedule since the device did not satisfy the inclusion criteria for the srw advisory, however, the physician may decide to follow the patient on a more frequent basis. Subsequently, boston scientific crm received information that a clinic nurse contacted technical services in (B)(6) 2010 to report that the monitoring voltage was now 2.54 volts and was associated with a charge time of 10.8 seconds. Technical services advised continued normal 3-month follow-up.

Manufacturer narrative:
The device was received at boston scientific's return products department in (B)(6) 2011. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity and the device's life cell capacity was less than expected. The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Manufacturer narrative:
The device passed therapy verification testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Subsequently, boston scientific received information from an implant form that this device was explanted in (B)(6) 2010 due to normal battery depletion.